Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the left ventricular lead captured a wider qrs than the intrinsic qrs. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.